Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had their ins put in the morning of the call. The patient stated that they were resting and all of a sudden, they got this jolt. The patient¿s husband came on the line and stated they decreased the stimulation from 0.9 to 0.5. The patient was advised to contact their healthcare provider if the jolt occurred again. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp (healthcare professional): the patient's weight was (B)(6). When asked whether the sudden jolt resolved the hcp responded: yes. And patient did also experience a jolt on post-op #1 day as well, but no jolts since. No further complications were reported.